Event description:
The customer reported hydrogen peroxide contact after removing a load from a completed cycle. The employee reported seeing oil like substance on the outside of the wrap. The employee was seen in the ER and was treated with silvadene cream. The employee recovered without incident. The asp field svc engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse ran a unit product certification and an empty test cycle. The unit met specifications.